Event description:
It was initially reported that the actual residual volume was greater than the expected residual volume and that patient was experiencing a loss of therapeutic effect. It was later reported on (B)(6) 2011, that the physician had previously attempted to perform a dye study and was unable to aspirate the catheter. Reporter did not have specific details, except that "more than double the volume" was being noted at refills. It was further added that during surgery this week, physician opened the pump pocket site and found a band of scar tissue had encapsulated the catheter; it was removed. At that time, the catheter access port could easily be aspirated and the physician opted not to replace any device/component. A priming bolus of the catheter length was programmed.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2006, explanted: unk.